Event description:
A 4f, jl4, 100cm spyglass angiographic catheter was used during a percutaneous procedure. When the physician extrated the catheter, the catheter broke at the tip. The piece that broke off had been on the guidewire and was returned to st jude medical for analysis.